Manufacturer narrative:
Further investigations of the patient sample could not detect the presence of an interfering factor in the sample. The observed differences in ft3 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
(B)(6).

Event description:
The customer provided data for a total of 3 different patient samples tested with multiple thyroid assays on the cobas 8000 e 801 module. Of these samples, one had erroneous results for elecsys ft3 iii. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The samples were initially tested on the customer's e 801 analyzer. The samples were provided for investigation, where they were tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The samples were also tested on a centaur analyzer. In addition, the samples were treated with polyethylene glycol (peg) and tested on a roche elecsys analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer used at the customer site was asked for, but not provided. The serial number of the e 801 analyzer used for investigation was (B)(4). Ft3 reagent lot number 314824, with an expiration date of 31-may-2019 was used on this analyzer. The serial number of the e 602 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer. The serial number of the e 411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 314666, with an expiration date of 28-feb-2019 was used on this analyzer.